Event description:
A leakage near the venous inlet port of the oxygenator has been detected. The oxygenator has been changed. Ref.: (B)(4).

Manufacturer narrative:
(B)(4). The sample has not been received yet. Until now it is unclear if the device is available for an investigation. Request for the device is pending. If the sample is available the investigation will be initiated. A supplemental medwatch will be submitted if further info becomes available.